Event description:
Pt presented with bleeding 8 days post somnoplasty turbinate. Pt bled from turbinate three times despite electro coagulation twice. Pt apparently has not bled since. Treatment type: somnoplasty turbinate, 2 lesions per turbinate at 500 joules per lesion, no use of vasoconstrictors in local anesthesia. No device malfunction was noted. Medical intervention: electro coagulation twice. Pt has recovered and no permanent impairment of body function or permanent damage to body structure has occurred.